Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose of 690mg/dl, and his blood glucose was treated with an insulin drip. The customer experienced moderated ketones and vomiting. Troubleshooting was performed. The caller mentioned that the insulin pump was not delivering the boluses and he can not remember getting no delivery alarms. No further information was provided.